Event description:
A pt reported experiencing headache, shakiness, sweating and blurring of vision while using a one touch ultra meter. Pt could not reportedly power on the ot meter since ten days before the event. Pt had not reportedly tested blood glucose during that period. On the day of the event, pt experienced headache, shakiness, sweating and blurring of vision. Pt treated event by eating an orange. Pt did not seek medical advice. No further info has been reported.